Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user found that foreign matter adhered to the outlet of the nozzle of the distal end of the device which was stored in the cabinet. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Based upon the information from complaint of the same facility (MFR report #8010047-2021-01052), there is the possibility that the white foreign matter could be an antifoam solution which contains silicone. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation, there is the possibility that the reported phenomenon was attributed to residual chemical solution.